Manufacturer narrative:
An internal biomérieux investigation was conducted. The same testing against (B)(4) distribution (B)(4) (e. Coli) was previously performed using the vitek 2 ast-n192 test kit, which utilizes the same piperacillin/tazobactam (tzp) formulary as the ast-n206 test kit. Investigational testing included: vitek 2 gn ID: confirmed organism as e. Coli, broth microdilution (bmd): tzp mic=128 mg/l resistant, vitek 2: tzp mic=16 mg/l intermediate and 64 mg/l resistant (two lots tested). The investigation duplicated the customer result of intermediate on one of two card lots (one of four cards tested). The vitek 2 tzp mic results are in agreement within one doubling dilution to the bmd results for ¾ results, making these vitek 2 results in essential agreement without category error. Note: in the analysis report from the (B)(4) survey ((B)(4) distribution (B)(4)), the results obtained for all participants using automated systems were 24% intermediate for tzp. The vitek 2 tzp results reflect this documented rate. The investigation concluded the (B)(4) organism is an atypical strain for the vitek 2 system rapid phenotypic testing method, and the vitek 2 test kit is performing as intended. Device not returned to manufacturer.

Event description:
A customer in the (B)(6) notified biomerieux of a discrepant result associated with vitek 2 ast-n206 test kit (reference 412936) and a (B)(4) sample for escherichia coli. The customer reported the result using vitek 2 ast-n206 was intermediate for piperacillin/tazobactam; however, the intended result was resistant. The customer used columbia horse blood agar and the cultures were incubated in oxygen for 18 to 24 hours at 35° c to 37° c. The quality control was indicated as being fine.